Manufacturer narrative:
A batch record review determined the syringes and cannula lots used for this product met all specs. No anomalies were identified in the batch record that pertains to the syringe or cannula luer lock feature. The lot history records were reviewed and there were no discrepancies or unusual findings that relate to the reported. The device has been requested but has not been received at b+l for eval. Investigation is underway. Results will be submitted to the FDA in a supplemental report.

Event description:
It was reported that when the nurse was assembling the cannula, she recognized the luer hub on the syringe was turning freely. No pt contact.